Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR: after an implantation period of approx. 18 months, oversensing was reported. The patient complained of palpitations due to the leads switching to unipolar. At the moment, biotronik has no further information with regard to a revision procedure. Should we receive further details, this report will be updated.